Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shutdown after a power outage. The bme stated they had a generator test, and this unit will not boot up, it boots into the cns splash screen and stays there. No patient harm reported. Service performed: nihon kohden technician asked the bme to remove the original primary hard drive and boot up the unit, and when the bme did, the unit booted up with just the back-up drive. Nk technician advised the bme that they will need to replace both hard drives. Customer reported that they would retire the cns and no longer need the hard drives. Investigation summary: investigation of the reported issue found the issue to have been caused due to improper nk device set up by the user as it is recommended that the cns be powered from an uninterruptible power supply. No further investigation necessary. Manufacturer narrative: b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: adverse event codes h10: additional narrative/data.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shutdown after a power outage. The bme stated they had a generator test, and this unit will not boot up, it boots into the cns splash screen and stays there. No patient harm reported. Nihon kohden technician asked the bme to remove the original primary drive and boot up the unit, and when the bme did, the unit booted up with just the back-up drive. Nk technician advised the bme that they will need to replace both hdd's.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shutdown after a power outage. The bme stated they had a generator test, and this unit will not boot up, it boots into the cns splash screen and stays there. No patient harm reported. Nihon kohden technician asked the bme to remove the original primary drive and boot up the unit, and when the bme did, the unit booted up with just the back-up drive. Nk technician advised the bme that they will need to replace both hdd's.

Manufacturer narrative:
Nihon kohden technician asked the bme to remove the original primary drive and boot up the unit, and when the bme did, the unit booted up with just the back-up drive. Nk technician advised the bme that they will need to replace both hdd's. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.